Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after the placement of a celect pt filter, the deploying physician reported difficulty when retracting the introducer sheath via a jug approach. He reported that the filter was 'moving like it was still attached'. Eventually the introducer hook was freed and the introducer was retracted. There is no mention of patient harm. Per image review findings, the following is noted: the celect platinum ivc filter completely detached from the grasping hook, however, with retraction of the deployment system and sheath, there is movement of the deployed ivc filter in a similar fashion, both in a cranial and caudal direction with each of the motions of the deployment sheath. I would expect to visualize the grasping hook of the filter deployment system, if it was extended, given the resolution of the image. In addition, there are several instances in which the sheath and the deployment device are further away from the hook of the ivc filter than the grasping hook would allow if it was still extended and attached to the ivc filter hook. In addition, the hook of the ivc filter does not appear to move proportional to the motion of the deployment device and/or sheath, i.e. The sheath moves greater than 2 cm and the hook only moves approximately half of a centimeter during this time. For these reasons, I do not believe the grasping hook is attached to the filter hook, but rather the grasping hook is engaged with the wall of the ivc. Per image review impressions, the following possible cause is provided: although no cross-sectional images were made available for review, if the ivc was collapsed due to hypovolemia or other physiologic states, this may cause the wall of the ivc to abut the grasping hook and result in a greater likelihood of inadvertently engaging with the wall of the ivc. No product was returned for device failure analysis but per the IFU, the following is noted: when the filter position is correct, push the red safety button to prepare filter release. While keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter. The device history records were reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: radiology manager. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
"On implantation, the button was pushed to release the filter from hook, as they were retracting the sheath and the deployment catheter. The filter seems to try to come out with it instead of staying in the body. So, the filter was moving as the sheath and the catheter was moving (like it was still attached). After a few minutes the filter did come loose and they were able to retract the sheath and catheter." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.